Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported by the patient themselves that their implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss and had not transmitted any data to their medical care group for months. Further information was requested but not received.